Manufacturer narrative:
Analysis of (B)(4) identified that conductors were broken in the body of the lead within 10 cm of the connector area. Analysis also identified environmentally assisted degradation of the insulation at the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a275 lot# (B)(4) implanted: (B)(6)2014 explanted: (B)(6)2019 product type lead product ID 977a275 lot#(B)(4)implanted:(B)(6)2014 explanted:(B)(6)2019 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's lead revision occurred on (B)(6)2019 using two new 977a25 leads. All impedances were within normal range, and the patient was reprogrammed. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 26-aug-2017, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 13-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The patient reported that their stimulation wasn¿t working, and they had a ¿settings not available¿ message. Impedances were checked, and it was noted that all but 6 electrodes had high impedances. The rep reprogrammed the patient and indicated that a lead replacement will be scheduled. The issue was not resolved at the time of the report. No further complications were reported or anticipated.